Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported via a voicemail received that the patient was deceased and the paramedic noted that the patients implantable cardioverter defibrillator (ICD) kept shocking the patient until a magnet was applied. It remains unclear as to why the device was shocking. Follow up communication related to the cause of death was attempted, however not received. The disposition of the device is unknown.